Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed cs 078 and cs 064 call service alarms; however, no evidence of a cs 052 call service alarm or related alarms was found. The pump was powered on and emitted a cs 078-0008 call service alarm; therefore, the pump could not be exercised for 24 hours. Moisture was observed behind the pump display lens. A leak test was performed and confirmed a display lens leak. The pump case was removed and corrosion due to moisture was found on the motor flex connector.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump emitted three cs 052 call service alarms in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.